Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads upn: (B)(4), model: sc-2218-50, serial:(B)(4), batch: (B)(4).

Event description:
It was reported that the patient was experiencing discomfort with the ipg location. The patient underwent a revision procedure wherein the ipg was just moved to the other side and still implanted in the patients body. The patient was doing well postoperatively.